Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 8.5 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the aortic neck is very ectatic and has dilated to 34 mm in diameter over a length of 2 cm. It was reported that although there were no endoleaks, migration, or other issues with the device, the physician decided to place a 36 mm talent aortic cuff and a 28 mm aneurx aortic cuff proximally in order to prevent any future issues that could arise from the aortic neck dilatation; the intervention was successful. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation: results: (aortic neck dilatation).